Event description:
Our rep is reporting that a pt had an arthroscopic shoulder repair (date unk). At some time subsequent to that surgery, it was determined via x-ray that the fixation device used in the repair had pulled out of the bone hole and was sitting loose in the subacromial space. A re-surgery (date unk) was performed to remedy the issue, loose fixation device removed. The surgeon used 2 spiralok and 2 5.5mm pushlok devices to accomplish the fixation. Nothing further to this is known. Questions out to the event reporter for further detail and clarity.

Manufacturer narrative:
Not much about this reported event is known. Complaints captured via vague and generalized conversations between surgeons and field personnel. At this point in time, we have questions out towards receiving further detail & clarity. When we have possession of all the info that can be had, that data will be evaluated and the results will be reflected in the f/u report.